Event description:
The user facility reported a patient was placed onto impella support for acute myocardial infarction/cardiogenic shock. While on support, the automated impella controller (aic) presented an "input/output error" upon startup. The aic was changed before the pump was implanted. The patient was on support for less than an hour. Care was withdrawn and the patient expired. There were reportedly no product problems with the impella pump nor adverse events that occurred during support.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The product with event logs were received and the investigation was completed. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of console. Console logs were consistent with what was reported. Device analysis: the console was tested after arriving in field service. The reported input/output error was able to be reproduced. Troubleshooting by swapping out the compact flash cards on the consoles 4-in-1 resolved the issue. As a precaution, field service was asked to power cycle the console 10 times after troubleshooting with known good compact flash cards. No issues observed after swapping out the compact flash cards with known good ones and power cycling the console 10 times. Conclusion: the root cause of the reported start up issue was able to be isolated to the compact flash cards during troubleshooting. Likely due to corruption of the compact flash cards. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.